Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 09-nov-2020. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the phenomenon occurred due to a faulty circuit board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device evaluation determined that the reported issue was not able to be duplicated, however, the unit was observed with faulty pkrf board. A reference test board was used and device was placed into 2 hour burn in test, and when tested, the device passed testing with no issue observed. In addition, the unit housing was found with multiple scratches. Data log review revealed 400 ref 26 error message, showed seven times, this indicated that turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required testing and specifications.

Event description:
It was reported that during an unspecified procedure the electrosurgical generator device does not react when a ¿switch¿ on the front panel is pressed during standby mode, it keeps cutting out during use. The user replaced the electrodes and wires. No further details provided. No patient harm, or impact reported. No user injury reported.